Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain use. The patient reported that their handset stopped at 90 percent. The agent walked the patient through clearing the lag issue. Once cleared, the patient mentioned seeing service code 353 (informational code to notify the user that they are exiting the application) and clicked on ok. The patient also mentioned that they had to charge their handset several times a day because when the battery gets below 85%, it would take "forever" to connect. The agent asked for the event date, the patient mentioned that they were having a hard time hearing the agent. The patient mentioned that they will just call back and disconnect the call as they already feel agitated.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain use. It was reported that their handset stopped at 90%. The agent walked the patient through clearing the lag issue which it did. It would take "forever" to connect. The agent asked for the event date, the patient mentioned that they were having a hard time hearing the agent. The patient mentioned that they will just call back and disconnect the call as they already feel agitated. The agent could not get sr details.

Event description:
Additional information was received from the patient reporting that the connection issue resolved and that people were very helpful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.